Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b 5. Event description. Corrected b 5. Event description: it was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery additional information was requested. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). The following information was requested, but unavailable: - - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revaluated that one winding former with a detached needle and one paper lid outside the foil packet were received for analysis. Product code vcp493h. The returned needle was visually inspected, and the swage and attachment area appeared as expected. The barrel hole of the needle was examined under magnification, and suture remnant was observed. However, the suture was not returned for evaluation, and no functional testing could be performed on the sample. Per the conditions of the returned sample, no conclusion could be reached regarding the cause of the reported complaint, and there was no information indicating patient involvement or adverse outcomes. All devices are manufactured, inspected, and released to approved specifications. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and absorbable hemostat was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery additional information was requested